Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "when the guidewire was sent after the PICC puncture was successful, it was found that the tail end of the guidewire was not smooth and the glove was broken, which almost caused the nurse to scratch, so the 2cm guidewire at the end of the tail was subtracted and the sterilized gloves were replaced." No other information was provided.